Event description:
The customer reported erroneous high ise (ion selective electrode) patient results were generated on the au480 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment associated with this event. Customer stated about four(4) to five (5) patient results were generated. No patient data or demographics was provided.

Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist helped the customer over the phone and suggested to replace the buffer syringe and pinch valve tubing. The customer replaced parts and requested service. A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse performed preventative maintenance (pm) and replaced valve. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Patient demographic information was not provided. Patient data was not provided. Beckman coulter internal identifier is case-(B)(4).